Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high impedances and thresholds.

Event description:
It was reported that shock impedance on the right ventricular (rv) lead connected to this device was found to be high out of range. It was also noted that capture thresholds were high. Ventricular shocking impedance and pacing impedance had both been increasing gradually, although pacing impedance remained within acceptable limits. Subsequently, the rv lead was surgically abandoned and replaced. This implantable cardioverter defibrillator (ICD) was explanted and replaced as well. No additional adverse patient effects were reported.